Event description:
Customer reports that he received results of 184mg/dl and 81mg/dl within 1 minute on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.